Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. The lesion was dilated by gradually increasing pressure to 2, 4, 6, 8, and 10 atmospheres. However, during 12 atmospheres, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications.